Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v (3.5x12mm, 3.5x28mm, 3.0x15mm, 3.0x8mm), asa 81, plavix, coumadin, lisinopril, toprol xl. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ventricular fibrillation and death, as listed in the xience v coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on 02/20/2014, a 3.0x18mm, 3.5x12mm, and a 3.5x28mm xience v stents were successfully implanted in the left main coronary artery (lm) complex ((left main, proximal left anterior descending (lad), and the proximal circumflex (cx)) coronary arteries. A 3.0x15mm and 3.0x8mm xience v stents were successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2015, the patient was unresponsive at home and was brought to the emergency room. Ventricular fibrillation was noted. Medications were provided; defibrillation and cardiopulmonary resuscitation (CPR) were performed for an hour. The patient expired. Per study physician, the event was possibly related to the implanted stents. There was no device malfunction. There was no additional information provided.